Event description:
It was reported that a malfunction alarm occurred with the code malf 0 prior to any notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, ensuring the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact technical support should the malfunction code appear again.